Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient presented to the hospital with severe epistaxis and was medically treated. Two days later, patient presented again to the hospital with increased power and hemolysis; and increased flow. Out of concern for thrombus a low dose of heparin infusion was initiated. The patient had a pump exchange. The pump was returned to the manufacturer for evaluation. External examination of the pump showed no evidence of physical damage or anomalies. The reported "high power" event could not be replicated but was confirmed via review of the controller log files which indicates a rise in power consumption outside of the normal range. Post-explant functional analysis confirmed that hvad pump ((B)(4)) met pre-implant requirements, however a slight deviation from the rear housing disc curvature specifications were identified which is likely a symptom of the clinical challenge the pump has experienced and is generally not considered evidence of a pump induced problem. Independent pathological report noted mild to moderate abrasions of the lower housing ceramic surface indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Material noted on the inferior surface of the impeller and ceramic surface of the upper housing is grossly and histologically consistent with thrombosis. The DHR showed that the returned device met all the established manufacturing and quality requirements prior to release. Based on the investigation, the most probable root cause of the reported high power event may be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware system instructions for use (IFU), patient manual, and training material provide clear instructions to medical personnel on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct the both the user and medical personnel on how to detect and react to a suspected thrombus formation. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that on (B)(6) 2014 the patient came to the hospital with epistaxis that required administration of vitamin k. At this time, his international normalized ratio (inr) was measured as 2.2. Upon his transfer to the implanting facility that same day, inr had decreased to 1.2. On (B)(6) 2014 estimated pump flow increased to > 10 l/min and power consumption increased from a baseline of 3.0 watts to 12.3 watts. Additionally, symptoms of hemolysis were noted. The patient received a heparin infusion and on (B)(6) 2014 the patient underwent a pump exchange via left anterior thoracotomy. No surgical complications were noted; however, the patient remained hospitalized due to a post-exchange cerebrovascular accident (cva). The patient was transferred to an acute rehabilitation facility on (B)(6) 2014. The exchanged pump was returned to the manufacturer for analysis.